Event description:
The subject device was implanted in 1995 during an anterior cervical disectomy and fusion of cs-6 and c6-7. In the summer of 1996, the device was noted to be broken and was removed in 1996.